Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cubie pocket had failed to be released. A field service engineer guided the customer through the recovery process and discovered that the cubie pocket was missing from the drawer, which caused the release of errors. The fse walked the customer through selecting the correct parking option to clear the failure. The customer replaced the missing pocket with a new one. After completing inventory, the customer confirmed that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the main cubie pocket had failed to release. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.